Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left circumflex (lcx) artery with heavy calcification and moderate tortuosity. The 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated twice; however, the balloon ruptured at 12 atmospheres (atm). Therefore, the bdc was removed from the patient. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and clinically significant delay reported in the procedure. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.